Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device reload. A visual inspection of the returned photo noted that the reload was partially fired. The jaws were open. Staple pushers were visible at approximately the 3.75cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatic tail resection, the stapler was able to fire and there was a poor staple formation. First, a brown staple was used to remove the pancreas, and it burst out. A purple staple was used to fire the same part and it was still bursting. Finally, another purple staple was used to complete the surgery. There was no patient injury.